Event description:
Customer reported device = 250-400 mg/dl. Customer ate breakfast. 20 minutes later, device = 258 mg/dl. 40 minutes later, customer went to the dr. Dr gave soda and orange juice to elevate glucose. On another occasion, fire department was called. Fire dept treated with something to drink to elevate glucose. Customer is not taking an extra diabetes pill because of the high readings and their unawareness glucose level is decreasing. Controls were used, however level one is out of range. A request was made for return product and replacement product was sent.